Event description:
It was reported; catheter leakage had occurred. Marking info: 48/4 r brachial. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The products returned for evaluation were five 4 fr single lumen powerpicc solo catheters. The investigation findings are as follows: a microscopic observation revealed a kink with a longitudinal split between the 7 cm and 8 cm depth markings of sample 4 and between the 24 cm and 25 cm depth markings of sample 5. A longitudinal split was also observed between the 2 cm and 4 cm depth markings of sample 2. The edges of each of the splits were observed to be straight and the fracture surfaces were observed to flat and granular in texture. The splits were observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. Some of the damage locations suggested that catheter securement, access, and maintenance techniques may have contributed to the observed splits. This complaint will be recorded for future trending and monitoring purposes.